Event description:
On (B)(6) 2015, the reporter contacted animas alleging the meter and pump were not adjusting correctly when the blood glucose value is entered. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 05/12/2015 with the following findings: the complaint was unable to be duplicated or confirmed. Two bolus deliveries were calculated with the meter and manually confirmed to be appropriate. Animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.